Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte leaked at connection. The following information was provided by the initial reporter: on (B)(6) 2025, after maintenance of the PICC catheter, a new septum needleless injection cap was replaced, and fluid leaked from the joint. This could lead to bloodstream infection, so a new septum needleless injection cap was replaced.

Event description:
No additional information.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.